Event description:
It was reported to vyaire medical that the ltv 1200 ventiltor was reading a rate of 40bpm and 12bpm even after replacing the analog board. There is no information of patient involvement as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.